Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160, sn (B)(6). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.